Manufacturer narrative:
E1: name of initial reporter is unknown. E2/e3: unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery failure alarm was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was utd. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported having a battery failure with an automated impella controller (aic). The battery is backup for a/c power and for transport. The instructions for use was followed and aic removed and backup console utilized for patient use.